Event description:
It was reported that the asymptomatic patient presented in clinic with loss of capture on the atrial lead and right ventricular lead. The atrial lead was also sensing r waves. The physician suspected lead dislodgement. On (B)(6) 2018 leads were explanted and replaced. The patient was stable after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.